Event description:
A secondary rituximab infusion started at 1445 at a rate of 12.5 mls/hr to infuse over 5 hours. The rn went to check on pt at 1500 and to do vital sings and noticed that the drip chamber was dripping extremely fast. Looked at the infusion bag and noted it was almost empty. Vital signs stable, pt asleep. Pump was stopped. Heme-onc nurse manager notified. Infusion was restarted and vital signs continued to be monitored every 15 minutes. Pt remained stable throughout the shortened infusion time. Total med infuse over 40 minutes instead of 5 hours. Pt's primary physician was also notified. Biomed tested the pump and found no issues. Tubing was not saved. They looked at the logs and it appears to have been programmed as intended. The users do not believe that the medication backed up into the primary bag. The primary bag was only 250 mls and mostly full to begin with. They don't feel it could have accommodated the approx 200 mls unaccounted for. Carefusion nurse questioned where the 200 mls came from as 12.5 ml/hr x 5 hours would be a total volume of 62.5 mls. They do not wish to have any further investigation done. There was no pt harm reported and no medical intervention was required. Customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. The customer stated that the product will not be returned because they have done their own investigation.